Event description:
Customer reported normal saline leaked from pump segment during an infusion. No pt harm reported. Per customer's email to nursing staff: "the following occurred in oncology at (B)(4): I was in with a nurse today while she was setting up an IV infusion and within 30 seconds it was noticed that the IV solution, normal saline, was leaking. It was dripping out from below the channel door." There was no pt harm and no medical intervention was required. Customer did not provide any add'l event or pt info.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The set was discarded. The customer complaint of set leaking from pumping segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unk model and unk lot number due to no info being provided by customer.